Event description:
These aspirators behave as if the battery is low/discharge when turning the unit on. Biomed tech called tech support and also looked at the operator's manual with no indication of the error we were experiencing. After opening the unit, it was noticed that there was a blown fuse. After the fuse was replaced, the unit started to work normal again. Since then, we have identified at least 7 more devices with the same problem.